Event description:
The physician initially believed the visoelastic may have been the cause of the reported corneal change. Follow-up investigation has led this physician to believe the most likely cause of this pt's corneal change was that she suffered an acute toxic endothelial decompensation due to the wrong solution being accidentally added to the viscoelastic material. The investigation of this event highlighted weaknesses in the surgical procedure which may have allowed the wrong solution to be added to the viscoelastic. Recommendations have been made by the physician to change procedures to eliminate the chance of this type of event occurring in the future.